Event description:
It was reported that the programmer would not boot and generated an error message. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot and generated an error message. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer generated an error message. The media processing unit (mpu) board was replaced and the hard drive reimaged in order to resolve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.